Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 6th related complaint reported with the defect/condition of needle clogged / blocked for lot #9029658 item #305110. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the needle would not allow insulin to flow with a bd needle 26x3/8 ib. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the needle would not allow insulin through. Description of issue: customer reports that insulin would not come through the needle when the customer tries to push insulin through it. The issue was resolved by switching the needle out. This happened on 11/13 and 11/17. Customer bg:156 mg/dl for both events. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9029658. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product.